Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella device for mechanical circulatory support. While on support, the impella was repositioned and it was noticed that the impella cannula was kinked in aorta close to motor. Patient was very short stature. It was advised to physician to slowly pull back on impella which straightened enough of the kink to be able to stay at p4 without suction.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.